Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's device, implanted in 1998, did not function when she tried to use it. Re-implantation is being considered.

Manufacturer narrative:
Additional information- the explanted device has not been received for investigation by the manufacturer since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated in accordance with the information in the patient report and the MFR's experience with this implant model, it is assumed that it possibly failed due to humidity ingress at the housing braze joint through micro-leaks.

Event description:
According to the report of october 03, 2013, patient's device, implanted in 1998, did not function when she tried to use it. Re-implantation was considered, but despite several requests no further information has been communicated.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the report of october 03, 2013, the recipient's device did not function when she tried to use it. The recipient has been re-implanted.